Manufacturer narrative:
The repair of this device is being conducted by a 3rd party service representative. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported the unit was unable to ventilate. There was no report of patient involvement.

Manufacturer narrative:
The reported fault was gas inlet valve alarm that only occurs during the power-on self test and does not occur during patient use. Unit alarms, notifying user of reported condition. Reported complaint will be noted during preuse testing. Therefore the initial MDR was not reportable. The reported fault was gas inlet valve alarm that only occurs during the power-on self test and does not occur during patient use. Unit alarms, notifying user of reported condition. Reported complaint will be noted during preuse testing. Therefore the initial MDR was not reportable.

Manufacturer narrative:
The reported fault was gas inlet valve alarm that only occurs during the power-on self test and does not occur during patient use. Unit alarms, notifying user of reported condition. Reported complaint will be noted during preuse testing. Therefore the initial MDR was not reportable. The reported fault was gas inlet valve alarm that only occurs during the power-on self test and does not occur during patient use. Unit alarms, notifying user of reported condition. Reported complaint will be noted during preuse testing. Therefore the initial MDR was not reportable.